Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref. MFR. Report #1627487-2013-19647, 1627487-2013-19648. It was reported the patient never received effective pain relief from the scs system. The patient keeps the system charged and uses it only when she experiences severe pain. Follow up revealed the patient was implanted with a pns system which provides effective pain relief.